Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6), 2001. Subsequently, a revision procedure was performed on (B)(6), 2011 to remove and replace components with a total knee due to disease progression. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. As the reason for revision was not product related and pertains to progression of disease in patient, no evaluation was performed. This report filed (B)(4), 2011.